Event description:
Arjo was notified about an event with involvement of carendo shower chair, which occurred approximately 5 years ago (exact date unknown). It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information this occurred because the new staff were not aware that the carendo was set too low for the toilet. The gap between the device and toilet was small enough to trap body parts before adjusting the height first. This event resulted in the injury to the resident's genital area. It was noticed that the resident stopped eating, and was sleeping a lot after the event. The facility personnel was aware of the patient condition, but the reason was discovered after the event (entrapment not noticed). The involved resident was non-verbal. The resident was hospitalized after the incident.